Manufacturer narrative:
The device has been returned to maquet cardiac surgery for evaluation. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb had a screw lodged in the tip. The device worked properly and was used for the case. The hospital did not report any patient effects. The product is not returning. Hey (B)(6) good morning. Hope you are having a great day. Sending you a photo if you want to call me might be easier to explain. Doing evh this morning and I had open the box and package for the scrub and they took it out of the plastic tray and laid it on the mayo. When I scrub my routine is to dip the tip of the device in saline so it slides easier and insert it through the cannula lay it on my mayo as one piece so it is less likely to get bumped and fall off. Then white balance, so on, so on, and then make my incision, do the dissection with the scope, take the tip off and place scope through the device and then test the device with a wet sponge. When I started to test the device this screw was lodged it the tip. I checked the device and everything worked properly and the device checked out good. Use the device for the case and all worked fine.

Manufacturer narrative:
Please disregard the previous entry updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The screw that was lodged in the tip of the vv7 xb bisector tool was returned to maquet complaints department. As reported by (B)(6) regional medical center, the vasoview 7 xb product is not returning. The screw that is used in the assembly of the vasoview 7 xb cannula subassembly is an 18-8 stainless steel 2-28 x ¼¿ long 7ip torx plus pan head screw. There are a total of 6 screws used in the assembly of the vasoview 7 xb cannula subassembly. Three of the six screws hold together the right and left cannula handle halves of the vv7 cannula subassembly. The remaining three screw are used in the vv7 handle subassembly. Using calipers the dimensions of the returned screw were measured. Through a visual comparison of a production screw and the return screw along with the dimensional measurements, it was concluded the returned screw is the same as the screws used in the assembly of the vasoview 7 xb cannula subassembly. The manufacturing processes for the vasoview 7 xb cannula subassembly were reviewed to determine where in the assembly processes a screw could have gotten into the subassembly. A review of how the individual components are stored at the work station was conducted. It was seen that each component had its own storage bin. It was determined that commingling of parts did not that caused the issue. Engineering made every effort try to duplicate this complaint event with the loose screw ending up lodged in the tip of the bisector tool. The event could not be duplicated. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb had a screw lodged in the tip. The device worked properly and was used for the case. The hospital did not report any patient effects. The product is not returning. Hey (B)(6) good morning. Hope you are having a great day. Sending you a photo if you want to call me might be easier to explain. Doing evh this morning and I had open the box and package for the scrub and they took it out of the plastic tray and laid it on the mayo. When I scrub my routine is to dip the tip of the device in saline so it slides easier and insert it through the cannula lay it on my mayo as one piece so it is less likely to get bumped and fall off. Then white balance, so on, so on, and then make my incision, do the dissection with the scope, take the tip off and place scope through the device and then test the device with a wet sponge. When I started to test the device this screw was lodged it the tip. I checked the device and everything worked properly and the device checked out good. Use the device for the case and all worked fine.